Event description:
Health care professional (hcp) report pt (pt) receiving hemodialysis treatment (tx) on 1550 device. After tx, pt reported "feeling bad." The next day pt called facility and reported that they continued to feel bad. Physician instructed pt to go to the hosp. Health care professional report pt lab results revealed a low sodium level. Health care professional was unable to provide info on med intervention administered in the hosp or how long pt was hospitalized. Heath care professional reported no alarm was noted during tx and expressed concern regarding the absence of an alarm if the internal conductivity of the machine was not accurate.